Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, echocardiogram showed paravalvular leak (pvl). Post valve implant dilation resolved the pvl, but caused central leak. It was reported that the leaflet of the valve was compromised. A second transcatheter bioprosthetic valve was implanted valve-in-valve, resolving the central leak. No adverse patient effects were reported.